Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 5 months following an intraocular lens (iol) implant procedure, the iol was exchanged due to the patient experiencing glare. The iol was exchanged for a different lens model and a 2.5 diopter difference of power. Additional information has been requested.